Event description:
It was reported that the stem inserter was found broken prior to the case starting. There was no delay to the patient. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110010244 g7 osseoti 3 hole shell 52mm e lot number 65710932. 30103605 g7 vit e neutral lnr 36mm e lot number 65875354 00-6250-065-30 bone screw 6.5x30 selftap lot number is j7437657 00-6250-065-15 bone screw 6.5x15 selftap lot number is j7350954 31-323230 3.2mmx30mm rnglc+ acet drl bit lot number is 66040951 51-107110 tprlc 133 mp type1 pps ho 11.0 lot number is 7394474 650-0660 delta ceramic fem hd 36/- 3mm lot number is 3136941 98-0005-000-00 hip revision 2 lot number is unknown. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified there is damage to the tip of the device and the strike plate has impact marks. There is a crack that runs around the shaft of the device. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.